Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc specialist reviewed the quality control data, which was within range. As per ccc instructions, the customer ran patient samples and precision testing, which passed. The cause of the discordant, falsely depressed na and cl results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na and cl results.